Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000 / lot 1034802 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1034802. Test base part number 190-000 / lot 1034802. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034802 showed that the complaint rate is 0.002%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the ID now covid-19 assay performed (B)(6) 2021 on a polyester nasopharyngeal swab and generated positive results. The customer recollected a new nasopharyngeal sample eluted in viral transport media (vtm) and performed on rt-pcr (labturbo system) for confirmation. The rt-pcr result was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Additional information from the customer states that the rt-pcr test was done at the same day. The patient was not symptomatic and had no history of covid-19.